Manufacturer narrative:
The insulin pump was received with it's currents in specification. No unexpected failed battery test or battery icon anomaly noted during our testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 170 mg/dl. The customer was assisted with the issue but the customer insisted on a receiving a replacement pump because the customer does not feel with their current pump. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.